Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, both t's of the fast-fix 360 were deployed simultaneously. Both t1 and t2 were removed by tweezers. Surgery was resumed after a non-significant delay using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported events. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is deployed to the tip of the needle. The needle is bent, there is bio debris on the needle. A functional evaluation of the device showed the actuator is stuck at the tip of the needle due to the bent needle. An evaluation of the customer provided image showed the device laying on the original box with the batch number of the complaint on the label. The t1/t2/suture are not on the needle and are not visible. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of firing problem was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly no containment or corrective actions are recommended at this time.